Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer blood glucose (bg) ranged from 40-high mg/dl. Cause of low and high bg was not known. Troubleshooting was performed and it was found that the customer forgot to fill the infusion set tubing during the load sequence and the customer had been using the cartridge for longer than labeling. Customer consumed drank a juice to address low bg. A manual injection was administered to address high bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.